Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. An unknown lot number was also reported, therefore, a review of the device history record could not be conducted for that incident. This complaint has not been confirmed for the lot unknown, for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes an unspecified number of tubes underfilled. There was no health impact or consequences reported.